Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident with a pericardial effusion. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. It was reported that at an unspecified time point post procedure, the patient experienced a cerebral vascular accident and had fluid that built up around the heart. The patient was admitted to the hospital, and then to a rehab facility. The patient was released home, and approximately a week after being home, the patient was readmitted to the hospital for an infection. The patient was treated with IV antibiotics, and released back to a rehab facility. No further information was provided.